Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number( B)(6) , and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files could not confirm the reported low flow hazard alarms. A specific cause for the reported alarms could not be conclusively determined. The submitted controller event log file contained events from 08jan2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas, including respiratory failure, other neurological events (not stroke-related), and cardiac arrhythmia. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient respiratory arrested. One round of cardiopulmonary resuscitation (CPR) was administered. The patient was intubated and placed on multiple vasopressors. The patient had frequent hypotension events with low flow alarms. Log files were submitted for review and captured 127 pulsatility index (pi) events. It was later reported that patient passed away on (B)(6) 2024. The cause of death was reported as "neurological versus cardiac (ventricular tachycardia) event".

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.